Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open -5v wire in the cable connecting ECG c and d. Additionally, the ECG c and d cable showed cosmetic damage. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.